Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician replaced the display board on the hl-20. The defective display panel board was returned to maquet cardiopulmonary ag for evaluation. The testing of the board failed to confirm the reported complaint. The board worked without errors and no defect was found. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, the customer reported that the vario twin, hl-20, 4-pumps console (article number: 70104.3262, serial number: (B)(4)) gave an "ep0a" error message. (B)(4).